Event description:
It was reported to a react health (ventec) ventilation product support specialist that a patient desaturated while on the device. The initial reporter, a respiratory therapist (rt), advised that the patient was being set up and that their oxygen saturation was 92% 2lpm nc. Once on the ventilator, their oxygen saturation dropped into the low to mid 70s. The rt advised that the patient's oxygen saturation did not improve significantly after increasing the flow to 5lpm. The ventilation product support specialist then walked the rt through assessing that the connections were fully seated and they reviewed the patient's settings all of which seemed appropriate. The patient was placed on another ventilator for support (different device manufacturer). The patient survived the event. There were no reports of patient harm as a result of the reported issue, however, the patient did allegedly desaturate during the event necessitating medical intervention to prevent permanent impairment/damage. Additionally, there were no reports of a device or usage issue which may have contributed the patient's alleged desaturation.

Manufacturer narrative:
H6: the initial reporter was unable to provide ventec with the serial number of the device involved in this event. As a result, sections d4, model #, catalog #, serial # and primary UDI # are all asku, and section h4 device manufacture date shall be left blank. Due to the lack of information available, no further investigation can be performed. In the event that additional information is received, a follow-up report will be submitted as defined by 21 cfr 803.56. The device has not (knowingly) been returned to ventec for an evaluation. The cause of the patient's alleged desaturation could not be determined.